Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. The customer reported rewinding the insulin pump and received a broken force sensor was detected during seating or regular delivery. The customer states seeing an open book after that. The customer did not troubleshoot the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly . Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.